Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown. (B)(6), USA has been used as a default. (B)(4). Investigation summary: six hundred ninety five (695) samples were received and evaluated; they all were visually inspected for scale marking issue. 375 units have the scale marking missing. They are the same samples reported on the complaint#: (B)(4). After the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Based on the samples and photos analysis and investigation carried out, the symptom reported by the customer is confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: after the barrel molding process, the barrel goes to the barrel printing process. It may have happened that the machine run low on ink and the barrels did not get the scale printed and not detected in the next processes. Rationale: CAPA not required at this time.

Event description:
It was reported that 20 ml bd luer-lok¿ syringe was missing scale markings on 325 occasions. This was discovered before use. The following information was provided by the initial reporter: material no: 301031 batch no: 0003673. It was reported that the scale markings are missing from syringes.